Manufacturer narrative:
Method - complaint history review. Results - visual inspection confirms the reported failures. Complaint history review - there have been reports for the spring breaking for instruments in service > 3 years. Conclusions - instruments should be visually inspected after each case and replaced if needed. They may wear overtime due to several uses (product returned was in service almost 7 years), cleanings/sterilizations, and become susceptible to being damaged or broken.

Event description:
It was reported that "I was putting the set back together and noticed that the instrument was broken. I am not really sure when it happened, but it was not during a surgery".